Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having simultaneous anterior posterior fusion due to degenerative scoliosis. It was reported that when inserted about 1/3, it was felt that the gripping angle between the inserter and cage was strange, so when checked, it was found that the cage was damaged / broke. There was no symptom reported. There were no further complications reported regarding the event.